Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported for left side "capsular contracture grade IV", "left breast is hardened, with a high grade of inflammation", ¿loss of sensibility and strong pain", "event could have caused an injury to patient´s health (infection)", "left implant with homogeneous content of lobed contours, and with a slight increase in its anteroposterior diameter compared to its contralateral diameter". The device has been explanted.